Manufacturer narrative:
Eval summary - previously addressed supplier issue. Eval codes method & results - the prod stated in the complaint was not returned for review. However, this femoral component was packaged with a raw material lot of polyethylene bags that was previously identified as having the potential to adhere to highly polished surfaces, which may leave a residue and in some case a portion of polyethylene on the device. Independent lab testing found the residue to be non-toxic. This condition was caused by a viability in the chemical constituents in the polyethylene film during the extrusion process. The zimmer specification for polyethylene bags has been revised to ensure appropriate composition levels. All prod in zimmer inventory that was packaged with the suspect raw material lot was reworked and a field communication was released to heighten the awareness of this potential issue.

Event description:
It is reported that the femur was being used in surgery in 2008. The femur had plastic melted to the surface. It was very difficult to rub the plastic off of the metal, resulting in a 25 minute delay in surgery. The femur was then implanted.